Event description:
The lead was explanted when an attempt to reposition was unsuccessful for dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.